Manufacturer narrative:
The component codes for fiber and cap are associated with the device code for broke.

Event description:
It was reported that during a prostate procedure, the physician observed a message on the laser display that prompted the physician to remove the fiber and inspect the fiber. The tip was inspected and the surgery continued. During the surgery at 1012 joules, the physician noted that the fiber tip fell off in the patient's bladder and "was found". There was no report of the device remaining inside the patient's bladder. The procedure was completed with a second fiber. No injury to the patient was reported.